Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 251-300 mg/dl. Customer reported that a bolus would be delivered to treat elevated levels. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended.